Manufacturer narrative:
(B)(4). Date sent: 03/22/2012. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hemorrhoidectomy procedure, the doctor followed his normal practice and orange indicator is at the bottom of green zone. Then the doctor fired the stapler as usual and press the firing trigger; however, his firing motion was stopped by plastic washer, it is abnormal to him. Noted that he is very strong. Then he kept holding a trigger and released the traction of purse-string suture and forcedly closing a trigger further, but failed. He exchanged another like device and do the purse string suture again rapidly. Then the second stapler fired smoothly. The doctor suspected that the hardness of plastic washer of first stapler was harder than the normal one. So he cannot cut through the plastic washer. There was no consequence to the patient. The doctor is very experienced in hemorrhoidectomy using pph (over 300 cases using pph). He did not experience this incident before.

Manufacturer narrative:
(B)(4). Breakaway washer indented. The analysis results found that the device arrived in good visual condition with only nine partially formed staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.